Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal was scheduled'), pyrexia ('recurrent unexplained high fever sun explained high fevers (40°c) for periods of 10 days') and diplegia ('paralysis of lower limbs for 7 days, on sick leave for over 6 months') in a 41-year-old female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pyrexia (seriousness criterion hospitalization), 7 months 21 days after insertion of essure. In 2017, the patient was found to have c-reactive protein increased ("elevated c-reactive protein"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("onset of muscle and joint pain") and arthralgia ("acute irregular joint pain in fingers, feet and knees, returned on sole of foot and in one finger"). In (B)(6) 2017, the patient experienced diplegia (seriousness criterion disability), lasting 7 days. On an unknown date, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was hospitalized on (B)(6) 2014. The patient was treated with corticosteroid nos and surgery (essure removed by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pyrexia and c-reactive protein increased outcome was unknown, the diplegia had resolved and the musculoskeletal pain, arthralgia, fatigue, migraine, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, c-reactive protein increased, diplegia, disturbance in attention, fatigue, medical device removal, migraine, musculoskeletal pain and pyrexia with essure. The reporter commented: unexplained high fevers (40°c) for periods of 10 days leading to 3 admissions to hospital (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017), followed by onset of muscle and joint pain in (B)(6) 2017 and (B)(6) 2017 (paralysis of the lower limbs for 7 days). Corticotherapy began on (B)(6) 2017 until (B)(6) 2017. There was a clear improvement in my general condition and a dramatic drop in my c-reactive protein during and up to 3 weeks after the treatment was stopped. The first symptoms of joint pain on the soles of my feet and on one finger, plus concentration and memory issues, came back on (B)(6) 2018. Heavy metal intolerance test to be performed on (B)(6) 2018 and essure removal scheduled for (B)(6) 2018 by laparoscopy for a bilateral salpingectomy. I have been on sick leave for over 6 months and hope to return to work on (B)(6) (year not specified). I spent 5 months in a medical wilderness where I almost lost myself (socially, morally, relationships, work). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal was scheduled'), pyrexia ('recurrent unexplained high feversunexplained high fevers (40°c) for periods of 10 days') and monoplegia ('paralysis of lower limbs for 7 days, on sick leave for over 6 months') in a (B)(6) female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pyrexia (seriousness criterion hospitalization), 7 months 21 days after insertion of essure. In 2017, the patient was found to have c-reactive protein increased ("elevated c-reactive protein"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("onset of muscle and joint pain") and arthralgia ("acute irregular joint pain in fingers, feet and knees, returned on sole of foot and in one finger"). In (B)(6) 2017, the patient experienced monoplegia (seriousness criterion disability), lasting 7 days. On an unknown date, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was hospitalized on (B)(6) 2014. The patient was treated with corticosteroid nos and surgery (essure removed by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pyrexia and c-reactive protein increased outcome was unknown, the monoplegia had resolved and the musculoskeletal pain, arthralgia, fatigue, migraine, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, c-reactive protein increased, disturbance in attention, fatigue, medical device removal, migraine, monoplegia, musculoskeletal pain and pyrexia with essure. The reporter commented: unexplained high fevers (40°c) for periods of 10 days leading to 3 admissions to hospital (B)(6), followed by onset of muscle and joint pain in (B)(6) 2017 (paralysis of the lower limbs for 7 days). Corticotherapy began on (B)(6) 2017 until (B)(6) 2017. Heavy metal intolerance test to be performed on (B)(6) 2018 and essure removal scheduled for (B)(6) 2018 by laparoscopy for a bilateral salpingectomy. Patient's current condition: there was a clear improvement in my general condition and a dramatic drop in my c-reactive protein during and up to 3 weeks after (cortico-)treatment was stopped. The first symptoms of joint pain on the soles of my feet and on one finger, plus concentration and memory issues, came back on (B)(6) 2018. Essure removal scheduled for (B)(6) 2018. Measures taken to treat the patient in the healthcare facility: I have been on sick leave for over 6 months and hope to return to work on 1st march (year not specified). I spent 5 months in a medical wilderness where I almost lost myself (socially, morally, relationships, work) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal was scheduled'), pyrexia ('recurrent unexplained high feversunexplained high fevers (40°c) for periods of 10 days') and diplegia ('paralysis of lower limbs for 7 days, on sick leave for over 6 months') in a 41-year-old female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pyrexia (seriousness criterion hospitalization), 7 months 21 days after insertion of essure. In 2017, the patient was found to have c-reactive protein increased ("elevated c-reactive protein"). On (B)(6) 2017, the patient was diagnosed wih polychondritis ("atrophic polychondritis"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("onset of muscle and joint pain") and arthralgia ("acute irregular joint pain in fingers, feet and knees, returned on sole of foot and in one finger"). In (B)(6) 2017, the patient experienced diplegia (seriousness criterion disability), lasting 7 days. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was hospitalized on (B)(6) 2014. The patient was treated with corticosteroid nos and surgery (essure removed by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, polychondritis, pyrexia and c-reactive protein increased outcome was unknown, the diplegia had resolved and the musculoskeletal pain, arthralgia, fatigue, migraine, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, c-reactive protein increased, diplegia, disturbance in attention, fatigue, medical device removal, migraine, musculoskeletal pain, polychondritis and pyrexia with essure. The reporter commented: unexplained high fevers (40°c) for periods of 10 days leading to 3 admissions to hospital ((B)(6) 2017, (B)(6) 2017 and (B)(6) 2017), followed by onset of muscle and joint pain in (B)(6) 2017 and (B)(6) 2017 (paralysis of the lower limbs for 7 days). Corticotherapy began on (B)(6) 2017 until (B)(6) 2017. There was a clear improvement in my general condition and a dramatic drop in my c-reactive protein during and up to 3 weeks after the treatment was stopped. The first symptoms of joint pain on the soles of my feet and on one finger, plus concentration and memory issues, came back on (B)(6) 2018. Heavy metal intolerance test to be performed on (B)(6) 2018 and essure removal scheduled for (B)(6) 2018 by laparoscopy for a bilateral salpingectomy. I have been on sick leave for over 6 months and hope to return to work on (B)(6) (year not specified). I spent 5 months in a medical wilderness where I almost lost myself (socially, morally, relationships, work). I felt trapped by the pain, with no response or any explanation for it. No doctors were able to make a diagnosis, even after spending so much time in hospital. After ruling out all tropical and infectious diseases, the doctors turned their attention to c-reactive protein, which was not falling and which was felt therefore to prove the persistence of an acute inflammatory phenomenon. Diagnosis of probable virosis on (B)(6) 2017, then no diagnosis on (B)(6) 2017 at the end of my second hospitalisation. I was finally given a probable diagnosis of a rare autoimmune disease "atrophic polychondritis". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review, atrophic polychondritis was added as event. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.